Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the printed circuit board (pcb). Batteries were low due to the pcb corrosion. The rotational sensor failed to transition at a consistent interval, resulted in an alarm, indicating rotational sensor maximum open count exceeded. The rotational malfunction is confirmed as the root cause of the reported alarm. The exact cause of the rotational malfunction could not be determined. A root cause for the observed pcb corrosion could not be identified. It could not be determined if the observed corrosion is in any way linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (>396 mg/dl) while wearing the pod between 4 and 24 hours. No specific treatment information was provided. The device was originally reported for a pod hazard alarm during operation.